Manufacturer narrative:
Date of event: exact date unknown, event occurred two weeks ago from the date manufacturer became aware of the event.

Event description:
It was reported that the patient experienced inadequate stimulation. It was noted that following a colonoscopy procedure, the patient was having a lot of back pain and unknown if it was the procedure that was causing overstimulation. The patient was hospitalized.